Event description:
It was reported that the patient presented in remotely via merlin.net. Review of transmission revealed noise oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.